Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The technical assistance center (tac) contacted the customer and instructed them to reseat both the digital light source cable and the light source cable. They also ensured that the lamp was set to "auto" and the brightness was adjusted to the middle level. If the issue was not resolved, they swapped out the clv-190 with another working unit. If this resolved the issue, the customer was advised to keep the clv-190; otherwise, they were asked to send in the cv-190. The customer confirmed that the issue had been resolved after correcting the settings. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that brightness of the image is not displayed appropriately due to that setting of the lamp and brightness is different from the light source equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue only happen inside the patient and it could not be recreated outside.

Manufacturer narrative:
The device was not returned. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported video system center had image brightness issues. The issue was found during an unknown procedure. There were no reports of patient harm.